Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s insulin pump alarmed hardware low level failure. Blood glucose level was unknown at time of incident. Troubleshoot was performed and self test was done but did not passed. Customer advised to disconnect from pump and revert to a backup plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected insulin pump hardware low level failures error noted during testing. However, insulin pump hardware low level failures error alarm confirmed in the device history due to broken trace on keypad assembly.